Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received critical pump error on the screen of insulin pump. The customer's blood glucose level was 140 mg/dl. The was advised to discontinue the use of insulin pump and revert back to backup plan. The device will be retuned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Insulin pump was not received with a critical pump error alarm.